Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on (B)(6), a myosure procedure was performed, after injecting the paracervical anesthesia and starting the morcellation with a myosure xl, the patient started coughing and reported difficulty breathing. After one minute the patient indicates that she is choking and attempts to sit up. The physicians called the anesthesiologist and began to treat her. The situation became complicated and required CPR and transfer to the ICU. The doctor reported that there was no relation between what happened with the patient and the hologic products used. The patient is stable and has been deintubated. She is still in the hospital. No additional information available.